Event description:
The pt has two scs systems. It was reported the pt stopped using the first system when he received the second scs system. The pt reported he felt shocking sensations on his right side where his ipg is located. The pt reported he could use his second system to obtain pain coverage. F/u identified the sjm rep med with the pt and the system was reprogrammed. It was reported the issue had resolved, and the pt had stimulation coverage.

Manufacturer narrative:
This ipg serial number was included in field advisories. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.